Event description:
Customer reported damage to the rack pushrod, specifically noting the surrounding pushrod gasket appeared "melted." There was no reported impact to the customer¿s blood glucose level. The pump was no longer functional and unable to load the cartridge, prompting customer to receive a loaner device, as the pump was not under warranty.